Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.

Event description:
The complainant reported that they encountered automated impella controller (aic) failed system self-check issue. A patient was transferred from another facility to another facility on impella support. After the console was returned the console was turned on and the failed system check alert appeared on the screen. The console was turned off and turned on again with the same alert appearing on the screen. No patient was involved in this event.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Data analysis: ¿ during initial boot-up, the console logs indicated a powermod_1 communication issue. ¿ due to this communication problem, the aic console rebooted automatically (as designed) to attempt another power cycle. ¿ after rebooting, the console displayed the "system self check failed" screen. This confirms the reported failure mode. Device analysis: this console was tested. Reproduced the reported failure mode ¿ ¿system self check failed¿ screen. Found corrosion on the pbm at tp22 and discoloration around capacitor c114. (Note: c114 is connected between vcc and ground on the reset ic, tps3825 33, for the pbm1 microcontroller.) Although the capacitor did not test shorted to ground, the discoloration indicates a potential intermittent malfunction of c114, which could cause the tps3825 33 reset output to remain asserted (reset condition), thereby triggering the microcontroller to be held in reset and causing the pbm1 communication issue. After replacing the original pbm with a known-good one, (B)(6) booted normally and did not display the 'system self check failed' screen. Root cause: the root cause of the "system self check failure" was pbm corrosion at tp22 and discoloration around capacitor c114.